Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Performance testing on the returned device confirmed the reported failure. The device investigation found a single component failure in the main pcb. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Manufacturer narrative:
The device was returned to the resmed service center in (B)(4) for investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device alarmed, the screen turned black and became inoperable. There was no patient injury reported as a result of this incident.